Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the screen on the insulin pump was black, following a battery change. Customer's blood glucose was 200 mg/dl. The customer stated that she changed the battery and in the past, the date had set itself back to 2007. There were alarms including unexpected restart error in the history. The customer was advised to program a bolus into the air. The bolus amount was recorded in the history. A self test was performed and passed. When the customer removed her infusion set from her body, it was found the cannula was bent. The insulin pump had not been stored or not in use for an extended period of time. The unexpected restart error alarm occurred shortly after inserting a new battery. Customer was advised to monitor the situation.